Event description:
A product issue has been reported with our artiste mv sa linear accelerator with therapist 4.1.1 in the abundance of caution this issue is being reported. The wedge codes used in the pt treatment plans (rtt 4.1) were missing and the un-wedged beams were used for treatment. There was no injury reported. Initial risk analysis complete. Initial corrective action decision is complete.

Manufacturer narrative:
Preliminary risk assessment indicates a severity: 3 (critical) reason: a potential mistreatment of pt that leads to a serious injury. Probability: e (probable) - also happens to siemens only environments / moving pts between linacs. The risk management team recommends the following actions(s): a safety advisery letter has to be sent to affected customers.